Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the competitor guidewire became stuck within the lead. The lead was not used and a new lead wire was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the test sample guidewire passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.